Event description:
It was reported that the fatigue patient presented to the clinic during a follow-up in back-up vvi mode. A device download was performed successfully. The patient's condition was stable after the download.